Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex device was inserted surgically into the right internal jugular vein in a 62-year-old male patient with a past medical history of a prior coronary artery bypass (CABG) and coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: CABG and aortic valve repair/replacement. While the patient was in the intensive care unit (ICU), there was a placement signal not reliable alarm. An x-ray showed the rp in good position. The patient's hemodynamics were stable and the motor current was unchanged. There was no noted interruption of flow or support for the patient. The following day, there was suspected hemolysis. The plasma free hemoglobin was 240. International normalized ratio (inr) was 4.5, alanine aminotransferase (alt) > 7,000, lactic acid 5.7, creatine kinase (ck) 1,647, and urine output <30ml and dark purple. A transesophageal echocardiogram (tee) verified good position. Two days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Additional information was received and provided additional details regarding the event as the following: it was found that hemolysis was due to other contributing factors in relation to the patient's surgical recovery. The right ventricle had made a recovery; the team decided to explant the rp flex. Additionally noted, was that patient demographics (weight and height) were unknown and confirmed the event date as initially reported (repopulated in b3 (date of event). Device status. The impella device used was received, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction. D1 brand name was corrected accordingly.